Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? It came off, however were retrieved and no patient adverse reported. Investigation summary the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, laparoscopic right hemicolectomy, the white pad fell from the distal tip of the device. It is unknown if this occurred within the patients abdomen or externally but there are no reported adverse patient consequences due to this issue. It was reported that the inactive pad was retrieved. A like device was obtained and used for the remainder of the case.